Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and found out that the solenoid manifold needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the ltv - lap top ventilator 2150 experienced a leak on the low pressure side. The customer confirmed there was no patient involvement associated with the reported issue.

Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the customer's reported issue. The uut underwent a leak-down test and it got a failed result. Troubleshooting found the leak being caused by insufficient sealant on the solenoid fasteners. After application of proper sealant, the leak down test was now passing. The pilot pressure was tested and found to have a leak-down of 0.63 cmh2o per minute. The root cause was found to be attributed to the uut leakage was due to improper assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the customer's reported issue. The suspect device/component passed all testing and met all specifications.